Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that after the ins stopped charging a couple of years ago, they stopped using their scs. Patient reported they had their ins and leads removed last month in august. Patient stated the hcp told her the ins was surrounded by pus and it could have killed her because of a bacterial infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the monitor for her pain stim was broken and the wires came out. It was subsequently clarified the patient reported there was a communication issue with the controller. The patient reported the implant won¿t charge and all she gets on controller when she tries is ¿no device found.¿ the patient said she thinks the lead wire may have come out of implant because her implant itself was moving around more under the skin. The patient had right shoulder replacement, so it is hard for her to reach her right arm back to get recharger antenna over implant in back. Steps for recharging the ins were reviewed and the patient started to charge as normal. The patient has an appointment with their healthcare provider (hcp) to have the implant site checked regarding the stimulator moving around. The patient mentioned she needs to have the implant charge up because she has an MRI of the neck on monday and the brain on wednesday. No further complications were reported/anticipated.